Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment in this case, per report, procedural (forward pressure on delivery system) and patient factors (no annular calcium) contributed to the valve being deployed in a too-ventricular position. In addition, the edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted aortic valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to manage the sapien 3 valve in this scenario. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Method: (B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): known inherent risk of procedure; (B)(4): human factors.

Event description:
During a transfemoral procedure inside an existing non-edwards transcatheter heart valve during deployment of the 26mm sapien 3 valve, the valve moved and was deployed in the lvot. Upon further review of the echo (tee) the valve was impinging the mitral valve and had worsened the patient's mitral regurgitation. A decision was made to perform an open surgery for a mitral repair and surgical aortic valve replacement (avr). Of last communication, the patient is doing well. As reported, the patient was previously implanted with a non-edwards tavr valve 1 day pre-procedure. The patient had severe aortic insufficiency and a decision was made to implant a sapien 3 valve. The CT measurements were within the parameters of a 26mm sapien 3 valve. Per post procedure discussion, the operator was holding forward pressure on the delivery system and since there was no calcium because it was a valve-in-valve procedure, the valve moved ventricular. Also, the existing tavr valve has a waist, and another thought is that the waist moved the balloon as the valve was being deployed.